Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in toronto, canada. The unit has been sent to livanova deutschland for inspection and repair. The customer has been provided with a loaner unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender had a leak during procedure. There was no patient injury.

Manufacturer narrative:
H11: the involved gas blender was manufactured in 2021 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. No service repair activity has been completed yet for this device. However, based on investigation results of previous similar cases, the reported issue can be potentially due to: - an improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to solve it, all sensors and mass flow controllers were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Considering the results of the investigation activity, the root cause of the event is traced back to faulty gas mass flow controllers and relative sensors. Failure of electronic components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.